Manufacturer narrative:
PMA/510(k) #k163018 device evaluation the zilbs-635-10-8 device of lot number cf1405983 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation the device related to this occurrence underwent a laboratory evaluation on the 07 november 2019. On evaluation of the device it was observed that the outer sheath had become separated from the handle, there was fish-mouth damage on the distal tip of the device and some damage was observed on the outer sheath. Document review prior to distribution zilbs-635-10-8 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl, step 1.6 instructs the manufacturing team member (mtm) to ¿check that the outer sheath and handle are fully snapped together and are free from damage and or cracks¿ by means of a visual inspection. Step 1.13 instructs the mtm to ¿check the outer sheath for crumpling, kinks or any other damage¿ and step 1.14 advises the mtm to scrap any defective units; ¿in the case of defects, the unit is to be scrapped¿. A review of the manufacturing records for zilbs-635-10-8 of lot number cf1405983 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number cf1405983. The instructions for use (ifu0065-3) instructs the user to inspect the device on removal from the packaging: ¿upon removal from the package, inspect the product to ensure no damage has occurred.¿ ¿equipment required ¿ .035 inch wire guide of appropriate length.¿ there is evidence to suggest the user did not follow the IFU. Root cause review a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the use of a non-recommended wire guide with the device. From the information provided it is known that a 0.025¿ wire guide was used with the device. It is possible that this resulted in insufficient device support during advancement and attempted deployment resulting in increased deployment forces on the outer sheath. It is likely that this resulted in the separation of the outer sheath from the handle. Summary complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, a plastic stent was placed to complete the procedure. No adverse effects to the patient were reported. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
To place metal stent of zilbs-635-10-8,the delivery device handle went dislodged from the catheter, because of that they used plastic stent for that patient. FDA MDR reporting required: event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿flexor breaking (incl. Flexor/ handle separation). No adverse effects to the patient have been reported as occurring.

Manufacturer narrative:
PMA/510(k) #k163018. Device evaluation: the zilbs-635-10-8 device of lot number cf1405983 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 07 november 2019. On evaluation of the device it was observed that the outer sheath had become separated from the handle, there was fish-mouth damage on the distal tip of the device and some damage was observed on the outer sheath. Document review: prior to distribution zilbs-635-10-8 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. D00055315 [fqc0180] rev017, step 1.6 instructs the manufacturing team member (mtm) to ¿check that the outer sheath and handle are fully snapped together and are free from damage and or cracks¿ by means of a visual inspection. Step 1.13 instructs the mtm to ¿check the outer sheath for crumpling, kinks or any other damage¿ and step 1.14 advises the mtm to scrap any defective units; ¿in the case of defects, the unit is to be scrapped¿. A review of the manufacturing records for zilbs-635-10-8 of lot number cf1405983 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number cf1405983. The instructions for use (ifu0065-3) instructs the user to inspect the device on removal from the packaging: ¿upon removal from the package, inspect the product to ensure no damage has occurred.¿ ¿equipment required: .035 inch wire guide of appropriate length.¿ there is evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the use of a non-recommended wire guide with the device. From the information provided it is known that a 0.025¿ wire guide was used with the device. It is possible that this resulted in insufficient device support during advancement and attempted deployment resulting in increased deployment forces on the outer sheath. It is likely that this resulted in the separation of the outer sheath from the handle. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, a plastic stent was placed to complete the procedure. No adverse effects to the patient were reported. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
To place metal stent of zilbs-635-10-8,the delivery device handle went dislodged from the catheter, because of that they used plastic stent for that patient. FDA MDR reporting required: event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿flexor breaking (incl. Flexor/ handle separation). No adverse effects to the patient have been reported as occurring.

Manufacturer narrative:
PMA/510(k) #k163018. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
To place metal stent of zilbs-635-10-8,the delivery device handle went dislodged from the catheter, because of that they used plastic stent for that patient.

Manufacturer narrative:
PMA/510(k) #k163018. Device evaluation the zilbs-635-10-8 device of lot number cf1405983 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation the device related to this occurrence underwent a laboratory evaluation on the 07 november 2019. On evaluation of the device it was observed that the outer sheath had become separated from the handle, there was fish-mouth damage on the distal tip of the device and some damage was observed on the outer sheath. Document review: prior to distribution zilbs-635-10-8 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. D00055315 [fqc0180] rev017, step 1.6 instructs the manufacturing team member (mtm) to ¿check that the outer sheath and handle are fully snapped together and are free from damage and or cracks¿ by means of a visual inspection. Step 1.13 instructs the mtm to ¿check the outer sheath for crumpling, kinks or any other damage¿ and step 1.14 advises the mtm to scrap any defective units; ¿in the case of defects, the unit is to be scrapped¿. A review of the manufacturing records for zilbs-635-10-8 of lot number cf1405983 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number cf1405983. The instructions for use (ifu0065-3) instructs the user to inspect the device on removal from the packaging: ¿upon removal from the package, inspect the product to ensure no damage has occurred.¿ ¿equipment required: .035 inch wire guide of appropriate length.¿ there is evidence to suggest the user did not follow the IFU. Image review: images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer: impression: 1. Imaging of the complaint, stent delivery system hub and sheath separation, cannot be confirmed because imaging of the event was not provided. 2. The images likely show the bile duct during and after sphincterotomy. One image shows a guidewire in the duct and likely a distal duodenal stent. This suggests a malignant biliary stenosis. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the use of a non-recommended wire guide with the device. From the information provided it is known that a 0.025¿ wire guide was used with the device. It is possible that this resulted in insufficient device support during advancement and attempted deployment resulting in increased deployment forces on the outer sheath. It is likely that this resulted in the separation of the outer sheath from the handle. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, a plastic stent was placed to complete the procedure. No adverse effects to the patient were reported. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
To place metal stent of zilbs-635-10-8,the delivery device handle went dislodged from the catheter, because of that they used plastic stent for that patient.